Event description:
It was reported by service report that the cot would not fold to load. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever and latch/lock pins.